Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used during a rigid bronchoscopy with stent placement procedure in the left mainstem performed on (B)(6) 2015. The stent was to be placed in the left upper lobe to left mainstem to treat a malignant mass. According to the complainant, during the procedure the physician noted that the release suture broke during deployment of the ultraflex tracheobronchial stent. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.